Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated they will have a surgery date soon and will let mdt know when it is" they noted they were having 2 procedures. Patient services responded to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back relating to a letter they had received. The caller wanted us to know that they were not ignoring the letter, they just wouldn't know what the next steps were until they see their healthcare provider (hcp). The caller noted that they want their device removed because they lost weight and it was protruding. They would see the hcp on (B)(6) and will learn more then about whether they will be explanted or not.

Event description:
Additional information was received from the patient. They reported that the patient replied with the date of one of their procedures which is on (B)(6) 2025. Patient stated their insurance wouldn't approve both procedures at the same time so they'd have to alert manufacturer of the second date in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their urinary device was removed on (B)(6) 2025 and their scs device was still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were trying to get both of their implanted devices removed however their insurance denied their surgeon's request. The patient stated the surgeon was appealing the request so as soon as they were scheduled they would contact the manufacturer. They requested that the manufacturer be patient. Patient provided weight and stated they didn't expect to lose any more weight and that it was stable now. Patient services responded to patient and closed case again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their implant was dislodged and not where it was supposed to be, and they needed it taken out. Agent asked when the issue began and the patient said "this year (2024), noting that they had lost a lot of weight recently and thought something had happened because of that. Patient also mentioned patient said they hadn't used the implant since covid and that they'd had a terrible time and that they hadn't seen their health care provider (hcp) since then and that hcp was no longer in their area. Patient services did not ask any further questions about this comment as they were focused on the reason for call. Patient services sent the patient physician listings at the patient's request and the patient was going to follow up with a healthcare provider to further address the issue.